Event description:
The customer contacted baxter's technical service center reported that he had not placed a cap on the patient line coming from the hc after disconnecting from the homechoice (hc) machine. The baxter technical service representative (tsr) assisted the home patient (hp) with ending the therapy on the hc machine. The tsr advised the hp to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the use error, it was revealed that the issue was resolved, and he had resumed therapy the following night. The hp stated that he had forgotten to cap the line, and that it was an isolated event. Per hp, he is aware of the proper procedure. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of an user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.